Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure near the left middle meningeal artery (mma) using penumbra smart coils (smart coils). During the procedure, the physician felt strong resistance while attempting to advance the smart coil out of its introducer sheath and into the non-penumbra microcatheter, and therefore the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra smart coil¿s (smart coil) embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed it could be advanced through its introducer sheath and a demonstration microcatheter without issue. Therefore, the root cause of the reported issue could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.